Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported the screw could not be locked. The patient had a distal radius fracture. The surgeon used va-tcp for the distal radius fracture. The surgeon tried to insert va locking screw into the patient during the surgical operation. This screw spun free and could not be locked. The surgeon used another screw with the same size in the same hole and succeeded in the locking without any problem. In addition to the above, the surgeon inserted the fixed-angle screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis the investigation of the complained screw has shown that the star drive and the head thread are only slight used. The shaft thread shows pitch damages and shaved of surface color. The exact cause of this occurrence can not be defined. The manufacturing records were reviewed and no complaint related issues were found. The article conforms to our specifications. No product fault could be detected. The lot number provided was not found in the monument d/b. No DHR review is possible. (B)(4).